Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. The patient noticed fluid leaking inside the cassette door when removing the supplies from the cycler. The patient had no adverse effects. Sample is not available, sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.